Manufacturer narrative:
Follow up 10-sep-2015: ptc investigation results were provided. Ptc global number: (B)(4). Final assessment: since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert to look for any manufacturing deficiencies. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: no product quality defect was confirmed therefore a relationship to the reported medical events is excluded. The technical assessment concluded unconfirmed quality defect. Based on the available information, there is no relationship between the reported medical events and a quality defect. Company causality comment: this non-medically confirmed spontaneous case was identified during monitoring of postings on an FDA hosted docket website and refers to a female consumer who had essure (fallopian tube occlusion insert) inserted in 2011 and experienced following serious adverse events: debilitating pelvic pain and chronic inflammation in her fallopian tubes amongst other non-serious events. Two weeks before this report her uterus, cervix and fallopian tubes were removed. Pelvic pain and fallopian tube inflammation are serious events due to medical importance. Pelvic pain is listed according to reference safety information and fallopian tube inflammation is unlisted. Considering the positive temporal relationship and nature of the events, both as considered related to essure. An intervention was required then this case is regarded as incident. Product technical complaint (ptc) analysis concluded to an unconfirmed quality defect (no batch number was provided). Medical ptc assessment considered that, based on the available information, there is no relationship between the reported medical events and a quality defect. No active follow-up will be pursued, as this case was identified during health authority website monitoring.

Event description:
This case has been identified during monitoring of postings on an FDA hosted docket website, which has been established in preparation of a public FDA advisory committee meeting taking place in september 2015 (FDA-2015-n-2781-0542, FDA-2014-n-0736-0572 and FDA-2014-n-0736-0015, awareness date 14-aug-2015). It refers to an adult female consumer in united states who had essure (fallopian tube occlusion insert) inserted in 2011. Her side effects gradually became worse and included: debilitating pelvic pain / pain, bloating and abdominal swelling, tingling in hands and feet, hair loss, brain fog, depression, loss of quality of life, irregular periods, skin irritations, rash, weight gain, irregular mood swings, unusual heart palpitations and chronic inflammation in her fallopian tubes. The inflammation was starting to affect the rest of her body; her essure coils had such a negative effect on her body. Her uterus, cervix and fallopian tubes were removed two weeks before this report (she was (B)(6) at time of surgery). Company causality comment: this non-medically confirmed spontaneous case was identified during monitoring of postings on an FDA hosted docket website and refers to a female consumer who had essure (fallopian tube occlusion insert) inserted in 2011 and experienced following serious adverse events: debilitating pelvic pain and chronic inflammation in her fallopian tubes amongst other non-serious events. Two weeks before this report her uterus, cervix and fallopian tubes were removed. Pelvic pain and fallopian tube inflammation are serious events due to medical importance. Pelvic pain is listed according to reference safety information and fallopian tube inflammation is unlisted. Considering the positive temporal relationship and event's nature, both as considered related to essure. An intervention was required then this case is regarded as incident. No active follow-up will be pursued, as this case was identified during health authority website monitoring.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.